Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of scope connector which may have caused abnormality on electrical components - further, the suggested event may have caused by specific handling of the device at the facility. The user can detect the suggested event properly by following the instructions for use (IFU) (operation manual) below: "inspection of the endoscopic image". The user can handle the suggested event by following the IFU (operation manual) below: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.